Manufacturer narrative:
B5 describe event or problem: initial report inadvertently did not mention "device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized." When DHR was reviewed.

Event description:
Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized.

Event description:
It was reported that the patient experienced pain and a possible infection related to the vns device a few days prior to hospitalization. The patient was recently implanted with vns. Due to these complaints, the patient was admitted to the hospital during the same week. Fluid accumulation and a seroma were present, and the patient requested removal of the device. The surgeon indicated that explanation is being considered, potentially due to psychological factors. At the time of reporting, the device had not yet been programmed on. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.